Event description:
Customer reported a 2 cell screen run on galileo displayed negative reactivity on a sample containing anti-fya . The customer stated no adverse event occurred as a result on the unexpected negative reactivity.

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention capture-r ready-screen (I and ii), lot x258, which was used by the customer at the time of the event.